Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver for an ilet user observed persistent hyperglycemia with cgm readings up to 381 mg/dl and a confirmatory fingerstick of 360 mg/dl after a recent full supply change, with no reported nutrition-related contributors and no delivery alarms; the caregiver was coached to replace the contact detach infusion set and complete fill steps while continuing the existing cartridge and tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.